Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited red triangles on the screen for the second time in one day. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
(B)(6) hospital, (B)(6).